Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim: - we have had multiple incidences of IV secondary tubing using the alaris pumps that have not been infusing the entire volume for the medication bags. The infusion is set to infuse a specific volume over a specific time, and after the time has elapsed, 1/3 and up to half of the volume remains in the secondary IV bag. It has also been observed that both the secondary line and the primary line will pull (as observed by drips in the drip chambers) during the time set for the secondary IV infusion to be infusing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of infusion inaccuracies could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.